Event description:
The customer reported that the device failed to power up.

Manufacturer narrative:
The customer reported that the device failed to power up. The factory has not yet received the device for eval, and the complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.